Manufacturer narrative:
This report is for one (1) unknown drill bit. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Device is an instrument and is not implanted/explanted. The subject is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. Patient code (B)(4) was utilized for change in operative plan (implantation of different screw) due to retained drill bit fragment. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was initially reported on (B)(6) 2011 that the patient was implanted with a proximal femoral nail antirotation (pfna) was implanted on (B)(6) 2008 to treat an impacted fracture in the upper end of the left femur sustained during a car accident. On (B)(6) 2009 the patient revision surgery with hardware removal was attempted at a different hospital. For this procedure, the hospital obtained a synthes loan set for pfna removal. During the (B)(6) 2009 procedure, the pfna blade broke and the surgeon could not remove the material. The surgeon opted to close the patient with the broken blade and intact nail retained in the patient. A broken drill bit fragment was found in the patient¿s leg and a damaged screw was also found. These devices were also not removed. The goal of the operation was not achieved, since the material had not been removed. Whereas soon after the procedure, the patient felt like the material was being displaced, which heightened his pain and prevented him from remaining in a standing position for long. These events were addressed and reported in catsweb complaint (B)(4) and sap (B)(4). These complaint handling systems were used by synthes at the time of the initially reported complaint. The associated medwatch reports are (B)(4). Additional information was received on february 9, 2017 and february 16, 2017. It was further reported that the patient initially underwent the (B)(6) 2009 revision surgery to remove the pfna implants due to pain and discomfort. The part and lot number of the pfna blade were provided. It was also reported that the failure to remove the osteosynthesis resulted in moderate pain in the outer surface of the left thigh, which is related to the protruding osteosynthesis nail head implant. This slight protrusion has produced moderate rubbing against the fascia lata and could be the source of the moderate pain. In addition this complaint further addresses the unknown broken drill bit and unknown damaged screw. Due to the broken drill bit, the surgeon was obliged to install a simple unicortical, rather than a bicortical screw. The complaint indicated that initially the damage to the screws was not known. The surgeon performing the explant of the pfna discovered that the patient¿s implant was significantly damaged. The surgeon stated that there was "difficulty in removing lower locking screw since screw head was destroyed. Neck screw was found to be disengaged. Extender installed in order to remove screw; however, additional problem observed since screw heads were destroyed and extracting device does not hold the end of the neck screw. The surgeon attempted to remove the nail, but experienced difficulty doing this. Since the neck screw cannot be removed, nor can the medullary nail.¿ please also see related complaint (B)(4). Concomitant reported devices: 472.261s, pfna nail, lot 2106892, qty 1. Removal instruments, part and lot unknown, qty unknown. This report is for one (1) unknown drill bit. This report is 2 of 3 for (B)(4).